Event description:
The customer originally reported that device had broken apart. Nothing fell into the patient cavity. The surgeon opened another device and completed the procedure without incident. When the device was received for evaluation, the knife was found to be protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device was returned for evaluation. A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was protruding from the jaws and the knife webbing was bent. This failure mode had been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp recently implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These corrective actions have greatly reduced reports of this type.